Manufacturer narrative:
Device evaluation of monitor has been completed at the distributor. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation, the monitor was unable to run detect and treat. The cause for failure was isolated to the monitor being excessively burned due to being involved in a fire. The root cause for the burned monitor was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.